Manufacturer narrative:
(B)(4). No longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the inject of antibiotic was not related to the infection at the implant site. There was a report of normal battery depletion of the stimulator. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that troubleshooting results were unknown. The battery depletion was not normal. Device settings prior to end of life was amplitude 5 volts, rate 25 hertz, pulse width 210 microseconds, and continuous/cycling was not available. Impedance measurements was not available. Actions/interventions taken to resolve was that the device was replaced and the patient was reprogrammed. No other actions were performed. The cause of the total loss of efficacy was unknown and the cause for an infection in the stimulation area remains unknown. No further patient complications have been reported as a result of this event.

Event description:
Information received reported that there was an injection of antibiotic in the stimulation area lead to pain at the time of injection and total loss of efficacy with return of urinary symptoms. The factors that led or contributed to the issue remains unknown. No diagnostics or troubleshooting was performed and the actions or interventions taken to resolve the issue remains unknown. It was reported that the issue was resolved at the time of the report. The stimulator was found to be end of life on (B)(6) 2016. The change of the battery and reprogramming was done on (B)(6) 2017. It was reported that the event resolved on (B)(6) 2017 and the event was assessed as not serious, not related to procedure, and related to the stimulator and stimulation. No surgical intervention occurred or was planned. Relevant medical history includes neurologic incontinence. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon further review, it was determined that (B)(4) did not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.